Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic hernia procedure. It was reported that several clips did not squeeze down close and had to be retrieved from the preperitoneal area. The case was completed with another device and there was no consequence to the pt.